Event description:
It was reported that this medical adhesive was dried and unable to be used during a non-(B)(6) lead revision procedure. The physician had planned to use adhesive in the gap between the lead cap and the lead but completed the procedure by simply ligating the lead cap with suture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).